Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# unknown, product type: lead.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was implanted with an implantable neurostimulator (ins) with two leads. One day at a follow up visit, it was found that all contacts (or electrodes) were fractured. This was found by impedance check. The fracture part could not be confirmed on images, and all of 2 leads were fractured simultaneously, thus the physician suspected abnormality of the ins. The physician considered fractures of all contacts in both leads quite unlikely and an ins failure was alleged. As the patient does not use spinal cord stimulation (scs) for a long time, immediate replacement was not considered. The device was settings were not known. There were no external factors that may have contributed to the event. No diagnostics or troubleshooting performed. No interventions or actions were performed. The issue was not resolved at the time of this report.

Event description:
Reference manufacturer report # 3007566237-2016-03848.